Event description:
A malfunction alarm, specifically alarm 30a, was reported when the customer attempted to load the pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge with assistance from technical support, but the alarm recurred, leading to the decision to replace the pump as it was out of warranty. The customer reverted to using multiple daily injections (mdi) as a backup therapy.